Event description:
It was reported that during a surgery, the fixation rails on the aseptic housing fractured and fell into the surgical site. The medical staff used another housing to complete the surgery. There was no medical intervention, no adverse consequences and no delay. It was confirmed with the user that nothing fell into the surgical site.

Event description:
It was reported that during a surgery, the fixation rails on the aseptic housing fractured and fell into the surgical site. The medical staff used another housing to complete the surgery. There was no medical intervention, no adverse consequences and no delay. It was confirmed with the user that nothing fell into the surgical site.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, guide rails broke, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing and the guide rails were broken due to improper sterilization. A chemical attack can occur on the housing as a result of improper cleaning practices, including improper rinsing, use of improper concentration of a basic disinfectant. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving. Device was placed in parts retention. Corrections lot # is corrected from 11298 to 11138. Manufacturing date is corrected to 05/18/2011.